Event description:
It was reported that the pt had a 2nd degree burn with blistering on their flank after an ablation procedure. A 3m patch (unk model) with a surface area of 75 cm square was used in the procedure. Additional information: the pt was referred to a dermatologist. However, the hospital declined to share any other information about the pt, and whether or not medical treatment was necessary.

Manufacturer narrative:
The biosense webster representative provided the customer with a cope of the technical bulletin from 2006 which states that the surface area of the indifferent electrode should be at least 124 cm square. This technical bulletin had been previously given to the customer.